Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc found that the coating of grasping section was partially missing. The tissue pad of the subject device was worn. The tissue was stuck to the tip of the probe and the grasping section. The manufacturing record was reviewed with no irregularities noted. These types of the coating damage, the tissue pad damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. It was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). In this case, both the probe tip and the grasping section had no contact marks. Therefore, there is a possibility that seal & cut short circuit error occurred because the user activated output the subject device in the body fluid of the body cavity. The instruction manual of the device already cautions; a) when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. B) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. C) when a body fluid or tissue is present on the grasping section, probe tip or shaft surface during the procedure, immediately withdraw it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. Failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues.

Event description:
During a pancreaticoduodenectomy, the subject device was used. In the procedure, the tissue pad of the subject device was worn. Also, seal & cut short circuit error occurred frequently and the subject device could not be used. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc found that the coating of grasping section was partially missing on october 17, 2017. It was not reported that the fragment of the coating fell into the patient.